Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found a haptic tear and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
'Device evaluation anticipated, but not yet begun' marked in error. This statement is not applicable in initial MDR. Work order search: no additional similar complaint type events found within associated lots. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vticm5_13.2, -6.0/6.0/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault with rotation. A longer length replacement lens was later implanted and the problem resolved.